Event description:
It has been reported to philips that the allura system could not power on. The system was not in clinical use. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not power on. As part of the troubleshooting process, fse found that the faulty mpdu is causing this issue. The fse replaced the power distribution bar and mpd control unit. After replacement of the mpdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.